Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebv1690 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebv1690) have been reported from the same facility.

Event description:
It was reported that there was leaking at the extension tubing. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned to bas for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument damage, material fatigue, and tensile failure due to over-stretch; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. A lot history review (lhr) of rebv1690 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (rebv1690) have been reported from the same facility.

Event description:
It was reported that there was leaking at the extension tubing. No other information was provided.